Event description:
The user received a calcium result of 9.3 mg per dl that triggered a delta flag. The user repeated the same sample on another integra 800 and received a result of 7.9 mg per dl. The user then repeated the same sample on the original integra 800 and received a result of 7.9 mg per dl. The user reported the value 7.9 mg per dl. The pt was not adversely affected.

Manufacturer narrative:
The field service rep could not find a problem and ran a check test to verify the analyzer operation. Results from the calibration, qc and the check test were within specification. It was also noted the user was not following the tube MFR's recommendation for centrifugation as the sample was centrifuged in a stat spinner.